Event description:
It was reported that during a supply change on the ilet, the user accidentally selected ¿no¿ on the fill cannula step, after which an agent guided the user to properly complete the fill cannula procedure. There were no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included successful completion of the cannula fill with no alarms and no need for medical care. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user error in supply change steps with normal device function once guided, and no device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error addressed by corrective instruction.